Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported that their dental case was reviewed by their dentist. The dentist reviewed their case and recommended that they cease treatment using byte aligners and any other byte products due to their alignment worsening and tooth/mouth pain from the product use. Patient has already ceased treatment and is seeing a local orthodontist for traditional braces to correct the issues.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.